Manufacturer narrative:
Sc-1200 sn:(B)(6). The returned ipg was analyzed and exhibited normal characteristics during both visual and functional examination. All impedance measurements were within the expected range on all ports. The ipg exhibits normal characteristics. A labeling review revealed that the reported event is a known risk associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device. Sc-2218-50 sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut into two pieces approximately 24 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. A labeling review did not reveal any anomalies as it states: undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure is a known risk with the use of spinal cord stimulation (scs). Therefore, the probable cause selected is known inherent risk of device. Sc-2218-50 sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut into two pieces approximately 24 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. A labeling review did not reveal any anomalies as it states: undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure is a known risk with the use of spinal cord stimulation (scs). Therefore, the probable cause selected is known inherent risk of device.

Event description:
It was reported that the patient felt light tingling in pelvic area despite the stimulator has been turned off. The patient underwent an explant procedure.

Event description:
It was reported that the patient felt light tingling in pelvic area despite the stimulator has been turned off. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear eads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5063204/21459496.